Manufacturer narrative:
On (B)(6) 2016: tandem technical support made multiple attempts to follow up with the customer, however no further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while at the pool. The customer's blood glucose level was not impacted. No further information was provided.